Event description:
Developed bacteremia with burkholderia - likely exposure to medichoice ultrasound gel- before recall notice was issued. One of seven patients at our hospital with this infection- we had the affected lot numbers of medichoice ultrasound gel.